Event description:
Stent delivery balloon ruptured during inflation after approx 6-8 atmospheres of pressure; (B)(6) 2020 procedure - the intervention was complicated by technical malfunction of the 4.0 x 38 mm xience stent in the mid right coronary artery. The stent delivery balloon ruptured during inflation after approximately 6 to 8 atmospheres of pressure. This resulted in incomplete expansion of the stent. We were unable to remove the stent delivery balloon or get the device out through the guide catheter. Ultimately, it was further partially and asymmetrically deployed, as detailed below, using the ruptured balloon. With this complication, the patient developed bradycardic cardiac arrest, essentially with transient asystole and subsequent severe bradycardia. Ultimately, she would require IV vasopressor and inotropic: therapy, as wall as emergent intubation for airway support. Intubation was provided by the emergency room physician and subsequent airway management and vasopressor therapy guided by the critical care staff. With this complication, we also lost flow through the right coronary artery. Ultimately, we were able to restore flow through the artery, but the patient did suffer an infarction as a result.